Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-06261. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele and uterine prolapse. It was reported that the patient had the concurrent procedures of total laparoscopic hysterectomy and bilateral salpingo-oophorectomy performed during mesh implantation. It was reported that patient underwent mesh removal on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, interstitial cystitis and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.